Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a scheduled defibrillator implant procedure. The physician connected the lead to the new device and noted stable diagnostics. However, when the physician put the device n the pocket, noise was visible on the atrial channel. The physician removed the device from the pocket, and noted noticeable abrasion of the outer insulation of the atrial lead. The physician suspected that the right atrial lead was damaged during the procedure to open the patient's pocket. The lead was explanted and replaced. The patient was in stable condition post surgery.